Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided test data, acquired between 14th of march 2023 and 16th of june 2023 recorded a pacing impedance of 447 ohms on june 16. Furthermore, the provided data showed shock impedances between 46 ohms and 350 ohms. The data of the last shock measurement on april 23 showed an ineffective shock delivery of 0.0 joules. The analysis of the provided iegm episodes revealed episodes of atp-therapy and ICD charging cycles with one successful shock delivery on march 14 due to ventricular tachycardia. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that low shock impedance was noted on this rv lead approx. 62 months after the implantation. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.